Event description:
It was reported that a symptomatic patient with known idiopathic ventricular escape rhythms and slow vt was admitted to the hospital. Patient previously received atp while charging for hv therapy. Programming changes were made. Patient continued to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient continued to have multiple episodes of inappropriate atp therapy. Patient also had one inappropriate hv therapy. Programming changes were recommended but not made. Patient was stable after the event.